Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received a blood glucose result of 26.0 mmol/l on the aviva system and injected 26 units of novomix based on that result. Within 30 minutes the customer began to feel heart palpitations, dizziness, and lost consciousness. The customer's daughter called the paramedics. The blood glucose result obtained by the paramedic's upon arrival was not provided. The paramedic's treated the customer with "gluco" product and after 20 minutes his blood glucose was 6.9 mmol/l. The customer was transported to the hospital. The blood glucose results and treatment provided by the hospital were not provided. The customer was discharged around 1:00am. Return of the suspect device was requested for evaluation.